Event description:
During a patient follow-up visit, episodes of oversensing were reportedly found within the memory of the associated ICD (paradym rf dr, sn: (B)(4), MDR: (B)(4) implanted on (B)(4) 2011). As indicated all of these stored egms are non physiological and due to noise detected in both the a and v channels. It was reported that such behavior was also evident with the previously implanted ICD (ovatio dr 6550, sn: (B)(4), MDR: 9610579-2012-00064, implanted on (B)(4) 2006). The preliminary assessment of the issue has determined that the issue is likely related to a lead issue in both channels (a&v). It was recommended to assess a re-intervention to replace the associated leads.

Manufacturer narrative:
(B)(4) 2012, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.